Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) one-link non-dehp microbore catheter extension sets had an unusual level of resistance. This was observed when flushing with saline following successful cannulation during patient imaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. Photograph #1 showed a partial view of the product's primary packaging lidding side. Photograph #2 showed the set assembled to a pre-filed flush syringe without the tip protector. Photograph #3 showed the primary packaging lidding side and a partial view of the sample (high-pressure tubing, microbore winged female luer lock adapter, and luer activated device). The reported issue of a no flow could not be confirmed or refuted through the provided photographs. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.